Event description:
During a transaortic tavr, a 23mm sapien xt valve was deployed in a 10:90 aortic/ventricular (a/v) position and central aortic insufficiency (cai) was observed. A second valve was placed in a 50:50 a/v position to secure the first valve and resolve the cai. During a transaortic tavr, the sheath angle was quite vertical and the 23mm sapien xt valve was positioned in the annulus with manipulation of the sheath and wire. Bav was performed with a 20 x 3 balloon and the valve was deployed slowly. During deployment, the valve moved slightly aortic and the operator corrected the position by moving the delivery system more ventricular. Echo and angio revealed the valve landed in the lvot in a 10:90 a/v position and moderate cai was observed. A second 23mm sapien xt valve was deployed in a 50:50 a/v position and no cai or paravalvular leak was noted. At the time of the report the patient was stable. The ventricular placement of the valve was attributed to difficulty positioning and aligning the valve and over correcting the delivery system during deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment as reported, difficulty positioning and aligning the valve, along with over correction of the delivery system during valve deployment are likely contributing factors for the ventricular placement of the valve. Additionally, the ventricular placement of the valve is a likely contributing factor for the central aortic insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.